Event description:
It was reported that a freestyle libre 3 plus sensor would not pair with the ilet mobile app and pump despite correct activation steps, resulting in intermittent communication failures and unsuccessful setup; troubleshooting included verifying bluetooth and pairing settings, force-closing and reopening the app, replacing the sensor, and advising app reinstallation, with interim guidance to disconnect the pump and manually manage insulin. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm sensor and the ilet system consistent with a communication failure involving electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.